Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not working. The customer¿s blood glucose level unknown at the time of the incident. Customer assisted with troubleshooting. The customer also stated that insulin pump was cracked, exposed to water. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. Device received with blank display due to moisture damage. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test due to blank display anomaly.